Event description:
During cardiopulmonary bypass the monitoring device reported a hemtocrit of 22%. A sample measured by separate analytical means revealed a hemoglobin level of 3 gm/dl (approximately 10% hematocrit). After use, the device demonstrated normal calibration. Subsequent use in comparison to another similar device and an analytical lab results. There were no adverse consequences to the patient as a result of this event.